Event description:
Customer reportedly received results of 254 mg/dl and 586 mg/dl within 10 minutes on the aviva system. Customer states she had been cutting an apple before testing and did not wash her hands. Customer took novolog after testing 254 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.